Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 50 mg/dl at the time of the incident. The customer had worked for 12 hours, came home, ate, bolused, and went to bed. The customer was at 200 mg/dl at the time of the call. The customer was given glucose tablets and glucagon shot to treat. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was at the hospital. The insulin pump will not be returned for analysis.